Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - h6 (type of investigation).

Event description:
N/a.

Event description:
It was reported that while iabp therapy was initiated using transray plus with cardiosave, the arterial pressure waveform (sensor input) on the pump monitor disappeared, which does not improved. The arterial pressure waveform was acquired from the bedside monitor via an external input cable, and iabp therapy was continued without replacing the cardiosave while monitoring the patient's condition. The iab catheter was inserted in the femoral region, and the iabp was performed using a cardiosave (only one unit). There was no harm reported.

Manufacturer narrative:
It was reported that while iabp therapy was initiated using transray plus with cardiosave, the arterial pressure waveform (sensor input) on the pump monitor disappeared, which does not improved. The arterial pressure waveform was acquired from the bedside monitor via an external input cable, and iabp therapy was continued without replacing the cardiosave while monitoring the patient's condition. The iab catheter was inserted in the femoral region, and the iabp was performed using a cardiosave (only one unit). There was no harm reported.

Manufacturer narrative:
Updated fields - b4, d3, f14, g3, g6, h2, h6 (health effect ¿ clinical code), h11. Corrected field - h6(type of investigation, investigation conclusions).